Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Customer¿s blood glucose level was 40 mg/dl. Customer went to the emergency room (ER) where the customer was given glucose orally and ate dinner to resolve bg level. Customer was released from the ER 4 hours later with the issue resolved. Reportedly the customer reverted to manual injections for insulin therapy.